Manufacturer narrative:
Additional information: b3, d4, f10/h6, h11. Additional information b5: follow up information was received from the customer indicating that this was a magnesium infusion with 5g over 5 hours programmed on the pump. When the bag is empty, 1 hour and 7 minutes remain indicated on the pump so it was delivered in 4 hours instead of 5. Additionally there were two air in line alarms that occurred during the event. H11: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump over-infused a magnesium solution over 4 hours instead of the intended 5 hours during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.